Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Mother advised that the customer is having high blood readings, alleges a delivery issue with the pump. No adverse event reported. A request was made for the return of the device.